Event description:
A malfunction alarm, identified as malf 0, was reported with no notable events occurring prior. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and noted that the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue recurs, which they acknowledged and understood.